Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient ID: no patient information available to date. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The non-ge suction liner was replaced to resolve the issue.